Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition with the blade tip broken off but not returned with the device. There was no visual evidence of reuse. The tyvek batch number matches device batch number. The blade exhibited evidence of metal contact is present on proximal portion of blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure the titanium tip was broken. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.